Manufacturer narrative:
This lead was surgically abandoned and there is no further information available at this time. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead was surgically abandoned due to impedances measurements that were consistently greater than 2,500 ohms. Since the patient has been able to tolerate the high impedance measurements on the ra lead with no adverse effects, the physician elected to replace the current device with a single chamber pacemaker. No additional information is available at this time and the investigation is complete.